Event description:
Reportedly, the pt expired after an implant duration of 1 day due to an unk reason. Follow up with the surgeon's office did not indicate the specific reason for the pt's demise. Reportedly, the device was not explanted.

Manufacturer narrative:
It was reported that the device was not explanted.